Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise four days post implant. A single inappropriate shock was delivered as a result. Technical services (ts) reviewed the stored episode, and discussed the potential of a loose set screw, damaged seal plug, or an electrode to device header connection issue. Ts discussed potential programming options, or the option of performing an x-ray to review the header connections. The patient was scheduled to be seen on a future date for troubleshooting. Additional information was received that surgical intervention was undertaken. The device pocket was opened, and noted the white gasket seal ring was missing from the device header. The device was explanted and replaced. The electrode remains in service. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise four days post implant. A single inappropriate shock was delivered as a result. Technical services (ts) reviewed the stored episode, and discussed the potential of a loose set screw, damaged seal plug, or an electrode to device header connection issue. Ts discussed potential programming options, or the option of performing an x-ray to review the header connections. The patient was scheduled to be seen on a future date for troubleshooting. Additional information was received that surgical intervention was undertaken. The device pocket was opened, and noted the white gasket seal ring was missing from the device header. The device was explanted and replaced. The electrode remains in service. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.